Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: aspirin, statin, beta blocker, ace inhibitor, chronic anticoagulant, the information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. As lot number(s) were unavailable a UDI and device history review were not provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2016, a patient underwent endovascular treatment for a chronic aortic dissection extending from zone 3 to zone 5. The primary entry tear was located in zone 3. One conformable gore® tag® thoracic endoprosthesis (tgu373720) was successfully advanced and implanted to cover the primary entry tear. Coverage extended from zone 2 to zone 4. A left common carotid artery to left subclavian artery bypass was also performed during the procedure. The patient underwent follow up visits on unknown post operative day(s) pod: 7, 27. On an unknown follow up date, approximately pod 7; the patient underwent reintervention for aortic enlargement, false lumen perfusion, and a proximal type I endoleak. Embolization was performed and coils were placed in the false lumen, and balloon dilation of the proximal endograft was performed. The endoleak was reported to have resolved at the end of the procedure. On an unknown follow up date, approximately pod 27; no endoleak was identified, the aorta diameter within the treated area measured 31 mm. There were no indications of any extension of the dissection or any additional procedures for the patient.